Manufacturer narrative:
The customer found cut tubing through fitting ff107. This tubing goes through one of the ports in pinch valve pv37. A biomed engineer went on site and replaced the tubing to fix the leak. Leaks at pv37 usually splash on the peltier module causing the ambient temp errors. The engineer thoroughly cleaned the leak and the instrument ran without errors. (B)(4).

Event description:
The customer reported an uncontained blue leak of unknown volume from a coulter lh 500 hematology analyzer. There were ambient temperature error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.